Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported partial catheter rupture at 6 cm during use. No other information was provided.

Event description:
New information received: the PICC presented leakage of the flushing liquid around the insertion point, along with pain reported by the patient at the insertion point. This issue was encountered at the end of the penultimate therapy cycle. Since the implantation, no evident problems were observed, neither by the operators nor by the patient. The therapy proceeded without issues. The check after removal, which I performed with progressive cutting from the distal end to the point of leakage, aimed to identify if there were other points of damage, with negative results until reaching the most proximal point where the leakage was found. The leakage was microscopic, with a slight spray under pressure, almost imperceptible. There was no problem for the patient who no longer needed therapy.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One video of a powerpicc was returned for evaluation. An initial visual observation of the video showed that as the catheter was flushed, a clear liquid spurted out from the catheter tubing. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc was returned for evaluation. An initial visual observation showed use residue on the returned sample. A small, longitudinal split was observed in the catheter tubing, and evidence of kinking was observed at the location of the split. A microscopic observation revealed the edges of the split to be straight and the fracture surfaces were observed to flat and granular in texture. The split was observed to align with a linear impression in the surface of the catheter tubing. The observed evidence of kinking in the catheter tubing suggests the damage may have been caused by material fatigue; however, additional factors such as compressional and/or torsional forces may have also contributed to the observed damage. This complaint will be recorded for future trending and monitoring purposes.